Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms. The customer's blood glucose was 294 mg/dl. The customer also reported they were reusing their reservoirs. Customer was advised against this practice. No additional information provided.